Event description:
It was reported that during the change out procedure of this patient's existing implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead was stuck in the header of the device. The pace/sense portion of this rv lead was surgically abandoned and the defibrillation portion remains in service. A new rv lead was implanted, and a new ICD was also implanted. The cause of the lead being stuck in the header was not known. No additional adverse patient effects were reported.